Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 2.1 and 2.2 had failed and would not recover, reporting not detected on the bus. A field service engineer (fse) noted that the customer was able to recover the station after performing a power cycle. Then the fse inspected the connections and reseated the row board cable headers at the drawer controllers and cubie trays. The fse verified proper operation using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.